Event description:
It was reported that after the xience v stent system was loaded onto the guide wire and the stent system was being inserted into the tuohy borst valve, it was noted that the proximal end of the stent was partially expanded. The device did not enter the patient anatomy and there was no adverse patient effect. The procedure was completed using an unspecified stent system. Though requested, no additional information was provided. Return device analysis revealed that the stent was dislodged from the balloon and loose on the distal shaft.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted contrast visible in the inflation lumen, which is consistent with preparation. The stent was dislodged from the balloon and loose on the distal shaft. The proximal half of the balloon and the first two rows of distal struts were partially expanded. The full length of the stent was smashed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with accessory devices. An attempt was made to get clarification from the account as to when the stent dislodgement occurred and if the stent was manipulated during preparation; however no clarification was able to be obtained. It is possible that the premature deployment occurred from an unintentionally pressurized inflation device which would allow fluid to reach the balloon and begin deploying the stent from the proximal and distal ends. Partial deployment of the stent is consistent with the stent becoming loose on the balloon and subsequently dislodging. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Although it is unknown exactly how the stent partially deployed, there does not appear to be a product quality issue. However, based on the reported information, a conclusive cause could not be determined for the reported premature stent deployment and noted stent dislodgement. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.